Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by intense abdominal pain, fever, vomiting, increased fibrin, and cloudy effluent. On another date in the same month, the patient experienced ¿orangey¿ effluent with blood noted in the effluent, these were also considered manifestations of peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated an unspecified antibiotic (drug name, dose, route, frequency, and duration not reported) and heparin (dose, route, frequency, and duration not reported) for peritonitis. On an unknown date, the antibiotic was discontinued due to the antibiotic ¿made the patient's stomach sick¿, so the antibiotic was switched to vancomycin (dose, route, frequency, and duration not reported) for peritonitis. On an unknown date, the heparin was discontinued as well. Dianeal therapy remained ongoing. Recovery status of the patient was not reported. No additional information is available.